Manufacturer narrative:
Device not returned by customer. The impella 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.5 pump inserted in the right axillary. The pump failed due to flow dropping, cardiopulmonary resuscitation (CPR) was needed, and the patient was hemodynamically instable so the physician implanted extracorporeal life support (ecls).